Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot#: va112kz, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot#: va10mhr, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 01-oct-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-aug-2018, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient reported a shocking sensation on the left side of the body. Environmental/external/patient factors that may have led or contributed to the issue include the patient's daughter saying the shocking incidents started happening after a dental procedure and haircut. Diagnostics/troubleshooting included running an impedance test, data report, and turning stimulator off and on with the patient's permission. No interventions/actions taken. The issue is not yet resolved. The stated the shocking is uncomfortable, but not painful, and that it occurs, on average, three to four times per day. Limited to left side of the body with varying intensity and effect. All impedances were within normal range. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's daughter called to report the patient had a stroke sometime (B)(6) 2019) or (B)(6). They said it affected their entire right side. They notified the patient's neurologist. They are under hospice care.